Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples were malformed after firing. The surgeon used hand sewing to complete the procedure. The patient had the hepatitis, the sample was discarded. There were no adverse consequences for the patient.